Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The patient¿s endocrinologist reported that the patient experienced a skin reaction and had not been wearing the sensor as a result. The physician was trying to help the patient start wearing the sensor again. The sensor insertion site and date are not available. No additional event or patient information is available.